Event description:
Customer reported over infusion of cardizem (dilitazem) due to user programing error and requested log review for guardrail over rides. Customer thinks user switched tubing or infusion bags. From the logs, it has been determined that event lvp was labeled as pump b, and second lvp added was labeled as pump a. Review of logs indicates pcu and lvp-b infusing with unk drug/solution at rate of 5ml, vtbi, 100ml for approx 1 hour. Pcu was turned off and turned back on with 2 lvps. Lvp-b was now programmed as a basic infusion 70 ml/hr vtbi 100ml for approx 3 mins, then vtbi changed to 1000ml. Another lvp-a was programmed with guardrails drug diltiazem at 5ml/hr, vtbi 100. The two infusions ran for approx 2 hours. The user then reprogrammed lvp-a for 150ml/hr and logs indicate guardrails alert for dose above maximum of 15 mg/hr. The device was powered off 6 seconds after receiving guardrails alert for lvp-a. Pt required transfer to ICU, calcium chloride infusion and 200ml bolus of 0.9 ns. Pt responsive to medical intervention treatment.

Manufacturer narrative:
MFR's report date: 4/3/2008. Pt info requested and all available info is included in sections a and b. This report was filed by the MFR.